Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to therapy upgrade to an implantable cardioverter defibrillator (ICD) system. It was also reported that shortly after implant, the s-ICD had delivered inappropriate shocks due to double counting poor r-wave measurements. Reprogramming did not mitigate the problem and shocks continued. Other than an early system replacement, there were no adverse patient effects reported.